Event description:
It was reported that the patient's right knee was revised because of pain. Upon revision, it was noted that the baseplate was fractured on the posterior medial side. Due to pending legal matters, the implant or radiographs were not available for further investigation.

Manufacturer narrative:
Due to pending legal matters radiographs and the implant are not available for the investigation. A review of the product's device history record indicates that it was manufactured to specification.